Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 500-03-46b, primary tritanium hemi solidback cup 46mm, lot code: mjrx9a. Cat. No.: 6720-0535, size 5 accolade ii 132 deg, lot code: 39204605. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
Patient reported six weeks after initial surgery she began to experience pain, she did physical therapy, but that did not help. She continues to experience pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The device was not part of a product recall. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient reported six weeks after initial surgery she began to experience pain, she did physical therapy, but that did not help. She continues to experience pain.